Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the rotation brake. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the rotation brake on the 9600 system will not hold c-arm in position. There was no report of patient injury.